Event description:
It was reported that during a gastric pouch procedure, on the third fire, the bottom piece of the first reload was still present in the stapler jaw. The second stapler used would not open up all the way. There was no patient consequence.